Event description:
The device was connected to a pt and reportedly displayed a constant connect electrodes message. A back-up device was obtained and treatment was continued. The pt's outcome and details were not reported.